Event description:
It was reported that the pump had a primary audible alarm post, acu (auxiliary control unit) watchdog. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The device was cracked on right plunger case. Event history log (ehl) showed: primary audible alarm post and acu watchdog failure. Power up process was performed and the reported problems were not duplicated; no physical or any other damage was found on the speaker. The root cause of the issues could not be determined. Action(s) taken to mitigate the reported issue(s): replaced speaker as preventive measure, performed preventive maintenance and all functional testing passed.